Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient suffering from cocr neck corrosion (right). Additional information received from litigation on 08/06/2018. Allegedly the patient was revised due to cocr corrosion: pain; disability in function; fluid collection identified on MRI; swelling; discomfort; intra-operative and pathological findings included gross purulence and necrotic/reactive tissue within the hip capsule.(right) confirms that this incident group components are for the right side not the left as originally reported.